Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Criteria to fulfill a trend are (B)(4) incidents in 1 month or 6 incidents in 6 months for same product number. Review of event description: it was reported that the patient is suffering from pain, nerve damage, numb leg and is unable to move his foot. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Root cause determination using dfmea: vascular and nerve lesions due to screwholes are not in a sufficient anatomical position. => possible: as no information such as position of the nerve damage, x-rays, surgical reports, is available. It is not possible to determine if the implant was implanted correctly and if the implant has influence on patient pain. Therefore this point cannot be excluded. However, pain cannot be related to a single specific failure mode. In conclusion, due to significant lack of information and the multiple failure modes potentially related to pain, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that patient was implanted with an allofit-s alloclassic shell 58/ll on (B)(6) 2005 and is being monitored due pain, nerve damage, numb leg and is unable to move his foot.

Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell) are marketed in USA, and therefore this report was filed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that patient was implanted with an allofit-s alloclassic shell 58/ll on unknown date and is being monitored due to unknown reasons. No other information was provided at this time.